Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the patient has had the therapy off since 2015. The patient had a fall ¿about a month ago¿ in (B)(6) 2020 and since then, the patient had been feeling like there was heat on the inside of the ins implant site. The consumer reported that the outside of the ins implant site didn¿t feel hot to the touch, but the patient felt hot inside. The consumer also reported that the patient felt a tingling all over her body that comes and goes. It was reported that when the patient felt the tingle, she could put her hand on the ins and could feel the tingle there like the ins was tingling. The patient could move the ins around under the skin and sometimes that feeling goes away but always comes back. It was noted that the patient hadn¿t used the patient programmer (pp) in years. The consumer was able to verify on the all that stimulation was off and the patient wanted to leave stimulation off. No further complications were reported.